Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was fine. Customer's blood glucose was between 300 mg/dl and 400 mg/dl and was treated with bolus delivery. Customer's blood glucose at the time of call was 228 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016 and did contact healthcare professional. Customer declined troubleshooting for high blood glucose. Insulin pump passed high pressure test.